Manufacturer narrative:
At this time the device has not been returned to boston scientific. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from the patient's spouse that the physician stated this device was defective. The patient had several arrhythmias which this device did not deliver therapy for. The patient needed a heart transplant and was told by his physician that he would need his device replaced if he did not get the transplant. The patient later underwent a heart transplant procedure. The device was explanted and the leads were surgically abandoned. The patient later passed away. The cause of death was not disclosed. The patient's spouse has the device in her possession. Technical services discussed that the device can be analyzed for performance concerns if it is returned to boston scientific.